Event description:
Healthcare professional reported a xen®45 gts implantation without complications in left eye. At post-operative day 1 and pod10 follow-up visits, proper stent positioning (1.5 mm in the ac) was confirmed with functioning bleb; iop was 4 mmhg. On pod17, stent was approximately 3.7 mm in the ac without corneal touch (device has migrated); iop 12 mmhg. Device remains implanted. Event not resolved.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.